Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 2 mmol/l. Customer's current blood glucose level of 8 mmol/l. Customer was treated with food. It was unknown that if the insulin pump was in auto mode at the time of the incident. No further patient complications were reported. The device will not be returned for analysis.